Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of fatal internal haemorrhage ("patients died after the surgery to remove the essure device one due to internal haemorrhages") and medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced internal haemorrhage (seriousness criterion death) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery, hysteroctomy). The reported cause of death was internal haemorrhage. The reporter considered internal haemorrhage and medical device removal to be related to essure administration. The reporter commented: health care professionals reported that their patients died after the surgery to remove the essure device. Seven of them died due to an embolism as a consequence of a hysterectomy (a known complication in this kind of surgery), one due to allergy, one due to internal hemorrhages and one due to uterus perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-may-2024: quality safety evaluation of product technical complaint. 23-may-2024: health authority reference number added. 23-may-2024: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of fatal internal haemorrhage ("patients died after the surgery to remove the essure device one due to internal haemorrhages") and medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced internal haemorrhage (seriousness criterion death) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery, hysteroctomy). The reported cause of death was internal haemorrhage. The reporter considered internal haemorrhage and medical device removal to be related to essure administration. The reporter commented: health care professionals reported that their patients died after the surgery to remove the essure device. Seven of them died due to an embolism as a consequence of a hysterectomy (a known complication in this kind of surgery), one due to allergy, one due to internal hemorrhages and one due to uterus perforation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: this case is nullified as the country of incidence was incorrectly entered as spain instead of united states. Furthermore, the initial source document referred to an article published end of november 2018 where a retrieval of the FDA database was referenced. Bayer was able to confirm via a maude database search that all cases were submitted by bayer to the FDA. As a result, this case will be nullified to avoid a duplicate case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of fatal internal haemorrhage ("patients died after the surgery to remove the essure device one due to internal haemorrhages") and medical device removal ("medical device removal") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced internal haemorrhage (seriousness criterion death) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery, hysterectomy). The reported cause of death was internal haemorrhage. The reporter considered internal haemorrhage and medical device removal to be related to essure administration. The reporter commented: health care professionals reported that their patients died after the surgery to remove the essure device. Seven of them died due to an embolism as a consequence of a hysterectomy (a known complication in this kind of surgery), one due to allergy, one due to internal hemorrhages and one due to uterus perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.